Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2: account validating vision. Account was testing in parallel between vision and manual gel. They selected a sample with anti-lea. Customer testing with 0.8% resolve panel a lot# vra322 and mts anti-igg card. Vision - reacted 1+ with 0.8% surgiscreen cell 1 but did not react with cell 2 as expected. Vision testing with vra322 - gave a question mark for cell #8. All other lea positive cells were negative and unable to identify antibody. Account modified result to negative. Manual gel - reacted 1+ with 0.8% surgiscreen cell 2 but did not react with cell 1 as expected. Manual gel testing with vra322 - reacted weak positive with cell #8 but did not react with any other lea positive cells. Account provided images. Review of images shows some reactivity - although very weak - with some of the lea positive cells. Issue started on: testing performed: (B)(6) 2019. Reported: (B)(6) 2019. Customer was expecting: all lea positive cells to react. Incubation time (for manual test only): 15 minutes. Account will attempt to get another sample if possible from the patient. Number of samples affected? One. Was qc affected? No. Qc data: daily qc performed and found to be acceptable. Product handling protocol: cassette/gel card storage temperature range: per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Opened vs unopened? Opened. Account wants to get another sample from patient since antibody selection was not the best. Gel does not always detect clinically insignificant antibodies such as anti-lea. Tss suggested that account try testing clinically significant antibodies.